Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. A peritoneal effluent analysis and culture were not performed. The patient was not hospitalized. The cause of the peritonitis was unknown. Beginning (B)(6) 2011, the patient received treatment with injection vancomycin 1 gram ip once daily, injection fortum 500mg ip once daily and injection amikacin 500mg ip, once daily, all of which continued as of the time of this report. The event of peritonitis was resolving. Pd therapy continued. The nurse believed the event of peritonitis was unrelated to pd therapy.